Event description:
The customer reported receiving a power source alert 7 after charging the pump battery for 30 minutes. There was no adverse impact to the customer's blood glucose level as the battery charging issue did not lead to a pump shutdown or an inability to turn the pump back on. The customer initially used a non-tandem wall adapter and charging cable to resolve the issue but was informed by technical support that tandem does not recommend using third-party charging supplies. As a corrective action, technical support sent a replacement tandem wall adapter and charging cable to the customer via two-day shipping, and the pump began charging without further assistance required.